Manufacturer narrative:
Complaint conclusion: approximately 36 hours after having a filter placed in the inferior vena cava the patient experienced abdominal pain and was found to be in "hemodynamic de-compression". The patient was transferred to the operating room where the surgeon discovered active bleeding in the vena cava. The physician commented that the bleeding was caused by patient movement during the procedure and not related to the trapease filter. The bleeding was treated and resolved. It was reported that the patient was "okay". Multiple attempts to obtain additional information was not successful. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15496262 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the physician's comments it appears that the difficulty experienced may have been caused by patient and procedural factors and is not related to a product quality issue.

Event description:
As reported by an affiliate, a patient experienced abdominal pain, hemodynamic de-compression, and bleeding in the vena cava area. It was reported that a patient had a vena cava filter implanted (indication unknown). Approximately 36 hours after placement, the patient experienced abdominal pain and was found to be in "hemodynamic de-compression". The patient was transferred to the operating room where the surgeon discovered active bleeding in the vena cava. It was reported that the bleeding was related to patient movement during the procedure and not related to the trapease that was fully expanding in the vena cava. The bleeding was treated and resolved. It was reported that the patient was "okay". Multiple attempts to obtain additional information was not successful.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.